Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings and investigation conclusions), h11. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. Causes: 1.user mishandling or not following IFU. 2. Membrane folding or resistance. 2. Patient-related factors (e.g., plaque abrasion). Impact: 1. Risk of gas embolism and patient injury. 2. Suboptimal therapy or organ occlusion. 3. Blood clot formation inside the balloon requiring surgical removal. Detection: 1. Pump leak alarms. 2. Blood or fluid in tubing/membrane. 3. Sudden waveform changes. 4 resistance during catheter withdrawal. An intra-aortic balloon (iab) leak is the loss of integrity in the balloon membrane or its connections, allowing blood or gas to enter or escape. This can occur due to membrane stress (e.g., folding or resistance), patient-related factors such as plaque abrasion.

Event description:
N/a.

Event description:
It was reported that balloon catheter was involved, when blood ingress was found in iabp. There was no injury reported.

Manufacturer narrative:
Due to character limitation in e.1., event site details are as follows: event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.